Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog#: pla280300j, serial#: (B)(6), UDI#: (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for anastomotic pseudoaneurysm of the previously implanted graft using gore® excluder® aaa endoprosthesis (aortic extender alone). Two aortic extenders were implanted. On (B)(6) 2026, a new pseudoaneurysm developed at the distal anastomosis of the right common iliac artery and it was ruptured, resulting in an emergency procedure request. Upon evaluation, another pseudoaneurysm was also identified at the distal endo of the previously implanted aortic extender, with enlargement of the aneurysm. Two stent grafts were implanted in the right iliac artery to cover the ruptured aneurysm and an additional aortic extender was implanted distal to the previous devices. The final angiography showed a type iii endoleak on the aortic extenders, but no further treatment was given. It was left for monitoring. The patient tolerated the procedure. The reporting physician commented as follows: the pseudoaneurysm might have been caused by contact between the edge of the distal end of the aortic extender and the vascular graft.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for anastomotic pseudoaneurysm of the previously implanted graft using gore® excluder® aaa endoprosthesis (aortic extender alone). Two aortic extenders were implanted. On (B)(6) 2026, a new pseudoaneurysm developed at the distal anastomosis of the right common iliac artery and it was ruptured, resulting in an emergency procedure request. Upon evaluation, another pseudoaneurysm was also identified at the distal endo of the previously implanted aortic extender, with enlargement of the aneurysm. Two stent grafts were implanted in the right iliac artery to cover the ruptured aneurysm and an additional aortic extender of gore® excluder® conformable aaa endoprosthesis was implanted distal to the previous devices. The final angiography showed a type iii endoleak on the aortic extenders, but no further treatment was given. It was left for monitoring. The patient tolerated the procedure. The reporting physician commented as follows: the pseudoaneurysm might have been caused by contact between the edge of the distal end of the aortic extender and the vascular graft. On (B)(6) 2026, another reintervention was performed for the remaining type iiia endoleak. Additional stent grafts were implanted to reline the aortic extenders. The final angiography confirmed that the endoleak disappeared.

Manufacturer narrative:
B5 was updated. H6: codes a1702, e2121 and b15 were added. H6: investigation findings and conclusions were updated to reflect the results of the investigaiton. Imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: 3 radiographic jpeg images provided for evaluation. No name, date, or demographics on the images. Cannot manipulate the images in any way. (Window leveling, rotating, etc.) Cannot provide diameter or length measurements with jpeg images. Pseudoaneurysm can be seen at the distal anastomosis of the right common iliac artery, confirming statement above. Cannot confirm presence of type iii endoleak.